Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter was defective. This was discovered during use. The following information was provided by the initial reporter: patient cannulated. Cannula inserted with no concerns and flushing fine. Cannula blew when contrast was put in via the injector pump at a rate of 3m/s. Contrast did not go in the patient but instead came out of the port.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/21/2020 h.6. Investigation: one used cannula hub and one unit package was received by our quality team for evaluation. Upon visual inspection of the sample it was observed there was a damaged valve through the injection port. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the damaged (ruptured) valve. Bd is investigating this issue and is in the process of implementing the appropriate corrective actions, CAPA#1379444, in order to improve the customer and patient experience. See h.10.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter was defective. This was discovered during use. The following information was provided by the initial reporter: patient cannulated. Cannula inserted with no concerns and flushing fine. Cannula blew when contrast was put in via the injector pump at a rate of 3m/s. Contrast did not go in the patient but instead came out of the port.